Manufacturer narrative:
Concomitant medical products: 402452 lead, implanted: (B)(6) 1998. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that noise was noted on the right atrial (ra) lead, which appeared after the patient used electrical gardening equipment. The ra lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.